Manufacturer narrative:
(B)(4)). The excor driving tube lot 00013616 was used from (B)(6) 2013 to (B)(6) 2014 for 7 months. The drive line that is the subject of this report was evaluated by the manufacture of the drive line. Review of the lot history record for this lot and the manufacturing process did not show any discrepancy of any problem related to manufacturing process. The drive line broke at the known position near the transition from the thicker to the thinner segment. This area of the drive line is where the most stress is applied by external forces during usage. Excessive external forces can cause a leak of the drive line. Therefore, exposure of the driving tube to excessive external forces cannot be excluded. In the end it is not possible to determine the definite cause of the initial damage.

Event description:
Sit called berlin heart clinical affairs to report that the ikus driving unit was alarming with message "check left drive line". The pt was stable and the blood pump was filling and emptying. The site examined the drive line and found a leak with air escaping at the transition from the thicker to the thinner segment just distal to where the drive line connects to the blood pump.